Manufacturer narrative:
The patient's age is unknown however, it has been reported that the patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2010. According to the complainant, during the procedure, the clip was positioned and had grasped tissue but the clip would not release from the catheter. They pulled the clip off the tissue to remove the device from the patient. It was reported that the bleeding was not exacerbated due to this event. They treated the bleed with injection therapy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.